Event description:
An angio-seal device was deployed following a cardiac catheterization. The following day, the pt developed a rash and itching in the right groin. Two days later, the pt presented to their physician with a rash over the lower trunk. The physician suspected an allergic reaction to the angio-seal device and started the pt on a steroid; the pt developed hypertension and was re-admitted to the hospital. The pt returned to the hospital approximately seven days later and was diagnosed with a myocardial infarction. The pt underwent a coronary artery bypass. The pt improved and the rash and itching were relieved eight or nine days post angio-seal deployment. No new medications were initiated and the pt was reportedly recovering.